Event description:
Pt underwent cardiac catheterization. Pt returned to cath lab for stent placement the next day. Sheath was removed later that day. The sheath was retained. The pt complained of pain in the affected limb. Pt went to surgery five days later for a removal of foreign body.